Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures. Customer¿s blood glucose was 33.3 mmol/l and 33.2 mmol/l which was treated with insulin pump using a bolus. Customer believes it was due to customer¿s insulin pump not delivering insulin properly. Customer was declined troubleshooting for the low blood glucose. The insulin pump will not be returned for analysis.